Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempt was made to gather thorough event information during complaint processing; no further information could be obtained. Device evaluation of the subject microcatheter could not be conducted because the device was not returned. Lot history review of the subject microcatheter could not be done because the lot information was unavailable. Based on the obtained information, it was inferred that tensile stress exceeding the product's design limit was inadvertently applied while the catheter tip was trapped by the heavily calcified lesion, and that stress led the catheter tip to be damaged and eventually separated along removal from the anatomy. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, it was concluded that there was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of the subject microcatheter became separated during a pci to treat a heavily calcified lesion in the proximal rca. After a guide wire crossed the lesion, a non-asahi catheter was advanced but would not cross. The subject catheter was replaced and advanced to the lesion when the physician felt that the catheter tip became disrupted. The guide wire was exchanged to a rotawire in an attempt to cross as it often worked in cases where the catheter was in the lesion; however, the rotawire would not exit the catheter tip. In the physician's opinion, it could have been the lesion or some other undetermined reason that caused the catheter tip to be obstructed. The catheter was removed from the anatomy when the tip was found separated and left in the lesion. The physician determined that it was not possible to pass guide wires around the separated tip to retrieve because the lesion was too tight. The patient experienced no pain and there were no ECG changes. The pci was abandoned in the rca.

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The returned microcatheter was missing the entire polymer tip. Microscopic observation of tip breakage found that the innermost layer of polymer coating was twisted due to torsion and narrowed the catheter lumen. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that torsional stress exceeding the product's design limit might be inadvertently applied to the catheter while the catheter tip was being trapped by the heavily calcified lesion, causing damage to the tip. Upon removal of the catheter from the anatomy, the damaged tip was assumed to become separated by tensile stress. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.